Event description:
It was reported during a da vinci si total benign hysterectomy procedure the large suturecut needle driver instrument was noted to have a broken wire at the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken grip cable. The broken grip cable stuck out at the wrist. The idler pulley spun freely and exhibited pulley face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.